Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had cracks on the screen and reservoir window. Customer's blood glucose was unknown but her recent blood glucose was 80 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube window corner. No cracked on screen noted.